Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No information. Did the device partially fire (start to deploy staples and cut but could not be completed)? No information. Was the device locked on tissue with the jaws closed? No. The event occurred when the surgeon used the device for functionality. What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? No information. Was the knife reverse switch attempted before using the manual override to open the device? No information. Did the jaws eventually open? No information. No further information will be provided.

Event description:
It was reported that during a laparoscopic pneumonectomy, the jaws did not open when the surgeon used the device for functionality. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p58y3x. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.